Event description:
It was reported that the patient received five inappropriate shocks. The battery reached elective replacement indicator (eri) earlier than expected. The right ventricular (rv) lead was exhibiting high impedances due to an apparent lead fracture. Oversensing was also noted on the rv lead. The device was explanted and replaced. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, the criteria for the right ventricular lead integrity alert were met, oversensing due to non-physiologic signals/sic (sensing integrity counter) was indicated with the right ventricular lead. (B)(4).